Manufacturer narrative:
Investigation results: visual investigation: vigilance investigator carried out the pictorial documentation visually and microscopically. The ceramic including one jaw part is fractured, the fragments were not provided for investigation. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) probability of occurrence2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: the breakage of the ceramic and the jaw were most likely caused by an overload situation during handling or reprocessing. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a jaw ins.bip.maryland diss.fen.5/310mm (part # pm438r) was used during a procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the jaw broke. A branch fell into the situs but could be recovered. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of this event. Although requested, additional information has not been made available. The malfunction is filed under aag reference xc (B)(4). Involved components: pm450r - handle for bipolar instruments - lot unknown. Pm973r - insulated outer tube 5/5mm 310mm - lot unknown.